Event description:
A malfunction alarm on the pump was reported with the customer confirming that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.